Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. No further information was available. The patient was stable.

Manufacturer narrative:
Please retract this report 2017865-2018-12924, the same issue was previously reported as 2938836-2018-00056.